Event description:
It was reported that when the patient presented in clinic for follow up, the device was found to be back-up vvi. The patient received inappropriate hv therapy. Device download was performed successfully. Patient condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.